Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0013157, medical device expiration date: 2025-01-31, device manufacture date: 2020-01-13, medical device lot #: 9336008, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-02. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for package printing defect on polybag on lot # 0013157 and 9336008. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, package printing defect on polybag) was captured and addressed. Investigation summary: customer returned a photo of poly bags of 3/10cc syringes from lot # 9336008. No photos or samples from lot # 0013157 were returned from the customer. Customer states that there were printing defects. The photo was examined and exhibited the lot number, manufacturing date, and expiration date information printed over the bar code on the poly bag. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 0013157 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 9336008 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure for lot # 9336008. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure for lot # 0013157. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), on 02 oct 2020, (B)(4) received a complaint, via pictures, from material 328822, batch 9336008. Visual inspection of the pictures showed (1) polybag with the lot coding partially printed in the barcode making the lot coding difficult to read. Process summary: the polybag is formed from a roll of web that is threaded through a series of rollers. The lot coding and date information is applied to the web by a videojet printer before the polybags are formed. The polybag is formed by the web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. DHR, l2l dispatches, notifications, and logbook entries were reviewed, and there were no notifications identified pertaining to this defect. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 twn had printing defects on 40 occasions before use. The following information was provided by the initial reporter: stocks were considered damaged due to manufacturers printing defects upon receiving of the item from the distributor.